Event description:
It was reported that prior to using the unspecified bd pen needles, there were device marking/labeling issues with the product. The following information was provided by the initial reporter: received voicemail from consumer stating the box she picked up from her pharmacy, she thinks belonged to someone. Stated, her label was put over someone else's label.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for incorrect/missing label information. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for incorrect/ missing label information. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.